Event description:
This is report 1 of 2 for (B)(4). It was reported by the sales rep in singapore that during an anterior cruciate ligament reconstruction repair procedure on (B)(6) 2023, it was observed that the fms fluid management system inflow tubing (fms vue) device and fms vue pump device were not working while being used together. The inflow set were replaced twice, but it continued to fill the chamber up to the brim. Another like device was used to complete the procedure with a five-minute delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. D4, h4: the lot number was unknown; therefore, the expiration date and device manufacture date were unknown. UDI: (B)(4) incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.